Event description:
Additional information received noted that the device was explanted and replaced on (B)(6) 2023. The patient was in stable condition.

Manufacturer narrative:
The reported events of no magnet response, device found in backup mode and premature discharge of battery were confirmed. As received, device telemetry and output were not available. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, indicating elevated current drain, consistent with moisture damage, depleting the battery prematurely, and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.

Event description:
It was reported that the patient presented to the clinic for follow-up on (B)(6) 2023. During examination, it was noted that the pacemaker could not be interrogated using a programmer and there was no magnet response. The pacemaker was in backup mode and there was premature decline in battery life. The pacemaker was not re-programmed but was scheduled for an explant. The patient was in stable condition.